Event description:
It was reported the pt had her stimulation turning off then turning back on after 10-15 seconds, multiple times in a day. The pt reported the issue did not seem to be dependent on position. The pt was to be scheduled for f/u regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.